Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that two xenform® soft tissue repair matrixes (MFR report #3005099803-2016-04016 and MFR report #3005099803-2016-04017) were implanted into the patient on (B)(6) 2011 according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.